Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device on the artery, but the device didn't open again. The surgeon put some force on the firing trigger and the device opened. The clip was perfectly formed on the artery. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4).date sent: 05/14/2010. Orange indicator over traveled. Eval summary: the analysis results found that one device was received in good visual condition. The device was cycled, fed, and formed the remaining clips within mfg specs. The device locked out as intended, but the orange indicator was visible at the 12th firing sequence. Thus, it over traveled. This finding is not related with the event reported. Additionally, no opening issues were noted during testing. The batch record was reviewed and no anomalies were noted during the mfg process.